Event description:
I had a saline breast implants under my muscle in (B)(6) 2005. The first few years, I had no problems whatsoever. In 2009, I started developing strange symptoms. It started with and hives and rashes. Then I started becoming sensitive to sunlight. I had swelling of my breast, with greater emphasis on the left one. The rashes were worse on the left side as well. I started getting sinus infections. I eventually had to have surgery for that. I started having joint pain that worsened with the years, the exhaustion I felt was debilitating. I had positive ana's but was told I didn't actually have an autoimmune disorder. I couldn't think straight. My brain was completely engulfed with fogginess. I was tested for everything under the moon to try and explain my symptoms and each test came back negative. I literally felt like I was dying with each passing day. In (B)(6) of this year, 2019, I came across a site that explained breast implant illness. I read about the symptoms and the testimonies of these women and though that was reading about myself. I then made the decision to explant. It's been less than one month since I've had my breast implants removed and I feel like myself more and more each day. I no longer wake up with pain all over my body, my brain fog is completely gone. There is no doubt in my mind that the implants were the cause of my problems.